Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was presented to the clinic with diaphragmatic stimulation due to bvvi. Patient was asymptomatic. Device was restored to normal operation. No further information available.